Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported the pt rec'd less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of fentanyl and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse reported the device alarm for end of infusion; however, the container was half full. At that time, a new container was added. After an unspecified length of time, another end of infusion alarm occurred. At that time, it was noted the device displayed indicated that 17 ml had been delivered and a reported 83 ml was remaining in the container. The device was removed from clinical service. Therapy was continued using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.